Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted surgical procedure, the instrument arm drape had recognition failure. There was no report of patient involvement.